Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an alert indicating a controller failure appeared after the automated impella controller was powered on. The patient was not on support at the time, and the pump was not connected. The controller was replaced, and the removed controller was labeled and quarantined with the biomedical department. The complainant reported that the patient had been successfully weaned from impella support and was taken to the operating room for device removal. The device was explanted without complications, the graft was trimmed, and the pocket was closed. The patient tolerated the procedure well, and the attending physician expressed satisfaction with the case.